Manufacturer narrative:
The device was returned for analysis. The reported ¿no obvious flow from the marker lumen¿ was not confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device via a 6f sheath after a carotid stent interventional procedure. The device was successfully pre-flushed with saline during prep. Reportedly, there was no obvious flow from the marker lumen. A new proglide device was used to achieve hemostasis.. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.